Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: during investigation, a review of the pump¿s black box showed no data from time of reported time/date issue due to continued use. During testing, the pump powered on and displays verify screen. A timekeeping accuracy test was performed and the pump found to keep time accurately. The pump was exercised for 24 hours with no issues occurring. The complaint of a time/date issue could not be duplicated during investigation.

Event description:
The patient contacted animas on (B)(6) 2012, stating that she was in the hospital at the time of the call, for an issue unrelated to the patient's diabetes, blood glucose or insulin pump. The patient alleged that she began to feel ill on (B)(6) 2012 and believed this was due to getting the wrong basal doses at the wrong time. The patient did not provide information regarding her blood glucose levels or symptoms during the time of feeling ill. The patient alleged a time issue with the insulin pump. The patient alleged that the pump changes from am to pm without user intervention and without the patient being aware that it has happened. The patient denied that the pump had a loss of power. The patient stated she was certain the pump's time was set for a 24 hour clock with the correct time; however, the pump was off by 12 hours showing the time as 1900 at 0700 that day. There was no reported adverse event associated with this complaint. The patient ended the call due to the long distance phone call, stating that she would call back to follow up with troubleshooting. The patient called back in follow up on (B)(6) 2012, but declined to review the pump with animas customer technical support (acts) stating her eyesight is too poor to review the pump herself. She stated that she would rather the "pump nurse" review the pump with acts. Acts made several attempts to contact the patient back to complete the troubleshooting with the pump nurse, but was not able to successfully reach the patient. At the conclusion of contact with this patient, the pump has not been scheduled to be returned to animas. This complaint is being reported due to the patient's allegation that the pump changed the time from am to pm without user intervention or awareness.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).